Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction to h6 medical device problem code: 2306 - component missing does not apply to this event. Correction to h6 component code: 416 - display does not apply to this event. Additional information added to field h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 09 years since the subject device was manufactured. Based on the results of the investigation, it is likely that poor lighting is caused is caused by a failure of the front panel leds (light-emitting diode). However, a definite root cause that led to the malfunction could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the insufflator exhibited a light-emitting diode (led) missing element. There were no reports of patient involvement.